Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the iesu to perform failure analysis (fa). Fa was able to confirm via system logs and reproduce the customer reported complaint during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. During the system test unit displayed c-34. As a result of these findings, the root cause of the reported event happened in the field c-34 high voltage.

Event description:
It was reported that during a da vinci-assisted proctocolectomy surgical procedure, the vio integrated electrosurgical generator unit (iesu) had error c-34 multiple times during surgery. The customer rebooted the iesu, but it did not resolve the issue. The iesu ac power cable was connected via extension cable, so he removed the extension cable and connected the ac cable to wall outlet directly which did not resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the clinical engineer and obtained the following information: the customer restarted the iesu and changed the outlet to try to resolve the issue. The procedure was completed robotically. There was no injury to the patient. The procedure was completed with all 4 arms. The customer used a force triad generator to complete the procedure.

Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to reportable type, reportable event and h8 fields. Reportable type = malfunction. Reportable event = system down failure. H8 field = updated to initial use of device.

Event description:
Refer to h11 for follow-up information.